Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a grease/oil leak from the main bearing on the roller pump. There was no patient involvement.

Manufacturer narrative:
Per the service repair technician (srt), the main bearing and bearing seal will need to be replaced in the roller pump.